Event description:
An attempt was made to use one onyx frontier coronary drug-eluting stent to treat a lesion in the circumflex (cx) artery. A guide catheter and guidewire were introduced and the lesion was pre-dilated with a semi-compliant (sc) balloon. The onyx frontier device was placed in the lesion. The onyx frontier stent did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was stated that tortuosity may have led to kinking of the device. It was reported after positioning the stent, inflation difficulties were encountered. Initial inflation was started at low pressure 2-4atm however the angiogram showed no inflation of the balloon even with increasing pressure. It was observed that the balloon suddenly inflated higher than the nominal pressure. Inflation attempts were continued. Attempts were then made to deflate the balloon using the inflation device however it did not deflate. It was thought that the inflation device was not being used correctly so another user attempted to deflate the device however this was unsuccessful. An attempt was made to use a syringe to deflate the balloon however the balloon device did not deflate. Attempts were made to burst the balloon by increasing pressure, and also to puncture the balloon however this was also unsuccessful. The kissing balloon technique was used whereby another balloon was introduced into the lesion. An attempt was made to use this balloon to burst the onyx frontier balloon device however this was unsuccessful. An attempt was made to pull the onyx frontier balloon back however the catheter detached. The detachment occurred on the hypotube in the middle of the device. Unsuccessful attempts were made to snare the detached portion however the catheter was torn with part remaining in the patient. It was detailed that the patient had a cardiac arrest and CPR (cardiopulmonary resuscitation) was administered for 30 minutes. The patient was resuscitated, ECMO (extracorporeal membrane oxygenation) was utilized, and the patient was stabilized. In addition to the ECMO, a balloon pump and impella was used. The patient was hemodynamically stabilized and sent to the ICU to await surgery. Surgery was performed on the patient and the balloon was removed, however the balloon remained inflated. It was reported that the patient died.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: one photo was provided from the account. The photo appears to show the proximal end of the catheter with detachment on the hypotube. The mechanism of detachment or procedural difficulties cannot be determined from this photo. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The proximal section of the device returned however the distal section did not return for analysis. Kinks were evident on the hypotube. A detachment at the transition shaft had occurred, immediately proximal of the exchange joint. The material on the detachment site was jagged and uneven. The core wire was exposed and kinked. Comparing the returned device to an in-house onyxng device it was evident that the transition shaft was stretched. It was not possible to confirm inflation/deflation issues as the distal section of the device was not returned. No other damage evident to the remainder of the device. Image analysis: multiple balloon pre-dilation of the lcx can be confirmed from the images provided. The onyx frontier device was positioned in the proximal vessel. The inflated balloon appeared to have air present on the proximal end of the balloon, suggesting that the balloon may not have been adequately prepared prior to delivery in order to remove excess air from the system. But given the difficulties encountered with delivery and inflation this cannot be confirmed as the root cause of the presence of air in the balloon. Multiple images are present confirming that this balloon does not deflate. Image confirm that multiple attempts were made to deflate the balloon, including kbt, inflation of another balloon, use of a wire snare etc. Attempts to withdraw the balloon could not be confirmed from the images provided. But it can be confirmed that the procedural wires were removed and the inflated balloon remained in the vessel. The detachment of the catheter shaft cannot be seen on the images. The activity to resuscitate the patient were not provided on the images. But it can be confirmed that the balloon remained inflated occluding the lcx most likely contributing to the adverse events experienced by the patient. Correction: phone number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.